Event description:
The patient's treating physician's office reported that their patient had been admitted to hospital for an increase in seizures. It is not know if their seizures are above or below their prevns implantation rate. Good faith attempts are being made for additional details surrounding the reported event.